Event description:
It was reported that this right atrial (ra) lead was explanted due to being entangled with the involved right ventricular lead. This ra lead was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.